Event description:
The gas supply unit did not stop the gas supply. The cause was the magnet kit. The magnet kit has been reverse mounted in the magnet manifold. Co replaced the magnet kit and the gas supply unit returned normal.